Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 5.7, lab: 3.1. Date: (B)(6) 2011, inratio: 7.2, lab: 4.7. Pt's target therapeutic range is 2.0-3.0.